Manufacturer narrative:
The investigation of the returned coil system found the implant intact and to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that when an embolization coil implant was attempted to be detached, it was found to already be detached from the delivery pusher. The coil was not used. The procedure was continued with another device and completed successfully. There was no intervention or patient injury. The patient's condition was reported as "no health damage."